Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had their trial placed the day prior to the report and was set at 1.4v. Trial patient noticed rectal discomfort and constant ache in rectum initially after placement and their buttocks hurt when they stood up after sitting down. Patient noticed difficulty bending over and their doctor told them this was normal. Patient increased stimulation to 1.5v and noted greater rectal discomfort, which decreased when patient turned stimulation back down to 1.4v. Patient noted having urinary incontinence two times which they never had before, after programming increase. Patient experienced constipation, and had two large leaks with bladder which they never experience prior to evaluation. It was also noted that they had soreness at lead site and was uncomfortable sitting. Patient did not feel stimulation so they raised amplitude. Additional information was received from the patient. Patient reported having a light bowel discharge and their buttocks was hurting. They also haven't voided as much on (B)(6) 207. Patient also reported being very constipated after their procedure and took a laxative because they've had a rough 5 days. The healthcare provider (hcp) responded to a letter. Device information is unknown. The cause of the reported symptoms was not determined. The action/intervention taken to resolve the symptoms was the lead was removed and replaced and the patient went on to full implant. No further patient complications have been reported as a result of this event.